Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call, the sensor didn't function. Customer's blood glucose was unknown. When the sensor was removed it was noted, the sensor didn't have no cannula and no electrode. The sensor is being returned for analysis.

Manufacturer narrative:
Two opened and used sensor were inspected and one of the two cannulas was found retracted inside of the sensor base. It could not be confirmed if the customer received the sensor in said condition due to the customer returning the sensors opened and used. No defects were found with the introducer needles. The introducer needles passed per specification. One needle was missing.